Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available. Therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that no anomalies were noted to the device during preparation/prior to use and continuous flush was maintained. It is most likely that the main coil detached prematurely and broke inside the patient resulting in migration of fragments inside the vessel due to some handling issues or procedural factors encountered during use. While there are several potential causes for the reported issues, because review and analysis of available information failed to identify a definitive cause, and because the device was not returned a cause of undeterminable was assigned. The subject device is not available to the manufacturer.

Event description:
It was reported that the coil(subject device) detached prematurely at the detachment zone inside the patient, a snare device was attempted to retrieve the coil, but a part of the coil was left in the aneurysm. The broken portion of the coil migrated into the neuro anatomy. The physician left the coil partially in vessel ica (internal carotid artery) and aca (anterior cerebral artery) and completed the procedure. The physician stated that the patient¿s poor condition post procedure was not related to unretrieved coil in the parent vessel. No further information is available.